Event description:
The company was informed that the pt's device stopped functioning. External equipment was exchanged, however; this did not resolve the issue. The pt's external equipment worked with a functioning device. Device revision surgery has been scheduled.